Event description:
This case was reported by a consumer and described the occurrence of an asthmatic attack in a female pt who received poligrip (super poligrip extra care with poliseal) over a period of 3 days for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included medication allergies and adhesive allergy, ear infection, sinus infections with wheezing, coughing and shortness of breath, medication allergies. Concurrent medications included salbutamol sulphate (albuterol), fluticasone propionate (flovent), amoxicillin trihydrate (amoxicillin), thyroxine sodium (levothyroxine), hydrochlorothiazide, lexapro, trazodone, glucosamine chondroitin complex (glucosamine + chondroitin). Naproxen sodium (aleve), vitamin b6, multivitamin, calcium and fish oil. The pt used super poligrip (dental). For the first time on her partial plate. She had the plate in for two hrs and could not stand the plate, so she took it out. By the next day , she started to feel better as her pre-existing shortness of breath and breathing problems were gone. She next applied the plate on the afternoon of the following day with super poligrip. Within a short time after the application, she started to experience shortness of breath, coughing and wheezing. She also had terrible pain in her forehead, cheeks and sinuses, headache, chest discomfort, and was having trouble breathing. Because it was almost four hrs since her last dose of albuterol, she used the inhaler, but the symptoms continued for four or five hrs and she felt 'sicker and sicker.' She stated that 'a bell went off' and she realized that she might be allergic to super poligrip. She removed it from her mouth and started to feel better. At the time of the report, super poligrip was discontinued and she continued to have some wheezing and coughing and stated that she felt like she had when she went to the dr 3 days before event, for her sinus and ear infections "instead of getting better." This case was assessed as medically serious by gsk.

Manufacturer narrative:
MFR's comment: the MFR report number for this case is 9681138-2006-00015. Super polygrip is manufactured in dungarvan ireland. The lot number for this product is available; however, the product in not available. No corrective actions have been required based on this report.